Event description:
Implant failed due to osseointegration problem. ---------------------------------------- (B)(6) 2023 12:17:23 cet (B)(4) phone + user:(B)(6).received date of the return product: (B)(6)2023.